Event description:
A customer reported that a pt event occurred, and requested a review of the log files. It was later alleged that no arrhythmia alarms occurred. No add'l pt info has been made available to ge healthcare at this time.

Manufacturer narrative:
Pt info has been requested from the customer, but has not been made available at this time. Ge healthcare reviewed logs for the event in question. The log files indicated that the monitor was in a discharged state during the time of the event. When a dash monitor is in the discharged state, the cic (central station) will not display clinical data, including alarms, from the dash. Based on the info available, it is likely that the user did not admit the dash monitor. The dash 3000/4000 pt monitor operator's manual states that "you must admit to activate alarms. Admitting a pt to the monitor is important. Audible alarms are off and there will be no alarm graphs and alarm history until the monitor is in the admit mode. The following message is displayed near the middle of the screen to alert you to admit your pt: all alarms off; admit patient to activate alarms." The dash will automatically admit with valid ECG (electrocardiogram) or spo2 (saturation of peripheral oxygen) data, unless the "auto admit" default is disabled.